Event description:
It was reported that there was a crack on the lens near where the haptic is attached. According to the customer, "the crack was between 1 and 2 o clock" where the iol (intraocular lens) was placed in the eye. Because the center of the iol was clear the iol was not replaced. The lens remained in the eye and the injector was discarded so no material is available. The customer states that there was no impact on the patient at the time but that they would not know of any subsequent problems. No other information was provided.

Manufacturer narrative:
Pt info information unknown/ not provided. Implant date: unknown/ not provided. Explant date: explant date does not apply because the lens was not explanted. (B)(6). The intraocular lens (iol) is not returning for evaluation, as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.